Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). This was observed to have occurred 1 year ago. The lead remains in service. No adverse patient effects were reported.